Event description:
Customer reported that the 10 ml luer lock syringe is broken in the tray. The breakage is clearly visible on one syringe, while the other has a crack that only becomes apparent when drawing up liquid. There was also a syringe with a broken luer lock connection. Unfortunately, I can confirm that the sample and photos are not available.

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Additionally, we performed a visual check of 500 samples from 15 identified batch numbers with similar packaging configuration (for a total of 7,500 pieces) and all samples were fully compliant with product specifications, and no cracked syringes were detected. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges.